Event description:
A customer reported a cartridge alarm occurring during the loading process with their insulin pump. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.